Event description:
It was reported that pump displayed cartridge change error and customer experienced high blood glucose, with meter showing ¿high¿ but no specific value recorded. Customer gave correction injection using multiple daily injections and did not require outside medical help, while technical support guided customer through inspecting cartridge and pump area, cleaning pneumatic tap, and reloading cartridge until cartridge was successfully loaded and insulin delivery was resumed.